Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced fluctuating blood glucose with two hypoglycemic events, including a current reading of 55 mg/dl after a day of highs and lows, with a highest reported value of 251 mg/dl, and the patient ingested oral glucose in the form of fruit; the event was associated with patient overtreatment of hypoglycemia, and no alerts or alarms were reported. Symptoms included chest pain in the context of a recent open-heart surgery and otherwise feeling okay. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device use history and user coaching on hypoglycemia management and avoidance of overcorrection. Investigation of this case revealed that glycemic variability likely resulted from an aggressive corrective response compounded by patient overcorrection while the adaptive system continued to learn. It was concluded that the device was functioning as designed and that user behavior contributed to the event, with education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.